Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event of the fuel gauge flashing was confirmed during analysis. During the eval of the system controller, the white power lead was found to have a compromised brown conductor (battery fuel gauge line) at the connector end. The damage to the conductor did not affect the function of the pump during analysis; however, movement of the power lead at the connector end resulted in the reported incorrect battery fuel gauge readings. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice 929165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the fuel gauge bars on the pt's system controller were flashing while on batteries and while connected to the power module. The system controller was exchanged and the issue was resolved.